Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead was capped and replaced due to an unspecified reason. Additional information was requested but not received. The patient was in stable condition.